Manufacturer narrative:
Device evaluation: analysis of the returned device identified wear abrasion, creases fold, brown particles on fill channel, and an opening on the anterior. Leak test and microscopic analysis was performed which identified opening creases sharp and stress marks. Observed void >1 mm in non-textured, valve. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is an opening crease sharp on anterior due to fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.